Manufacturer narrative:
Physio-control further evaluated the battery contact assembly and observed that the metal plating had worn off so that the copper underneath was showing. The reported issue could not be duplicated. Based on the available evidence the likely cause of the reported issue was worn contacts on the battery contact assembly.

Event description:
The customer contacted physio-control to report that while their device was monitoring an asthmatic patient, the device's service indicator illuminated and the device powered itself off twice. The device was powered back on and they were able to continue care to the patient during transport to the hospital. There were no adverse effects to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the device's battery pins and the battery contact assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while their device was monitoring an asthmatic patient, the device's service indicator illuminated and the device powered itself off twice. The device was powered back on and they were able to continue care to the patient during transport to the hospital. There were no adverse effects to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.